Event description:
It was reported that the insulin pump did not alarm no delivery. It was stated that the battery compartment was cracked. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.